Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high pacing impedance measurements greater than 2,000 ohms. There was also noise reported on the rv lead. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information received from the local area field representative indicated the setscrews were tight on the lead before retracting from the device header. A tug test prior to set screw retraction confirmed the lead was solidly affixed in the header. There was no fluoroscopic evidence of any lead issue.